Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the device's co2 function was not working so it was unable to be calibrated. There was no negative pt impact.